Event description:
It was reported that the cool flow pump saline bag emptied without the bubble alarm activated. The saline bag was not an airtight/ vacuum bag. The air in tubing passed however, the bubble sensor did not alarm. The customer realized about this when there was an impedance jump. The customer confirmed that there was no patient injury related to his incident.

Manufacturer narrative:
Other detailed information was not provided/unk. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).